Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a possible under-delivery anomaly, sensor glucose versus blood glucose. The customer reported a blood glucose value of 245 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported cause of the hyperglycemia event was food, treated with an insulin pump. The event involved product(s) mmt-397a, mmt-7040ma, mmt-332a, mmt-1884l. Troubleshooting was performed, and the customer confirmed that under-delivery of insulin as felt a gastroparesis issue even after taking insulin. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to test the insulin pump. The customer reported a discrepancy between sensor glucose and blood glucose which was not within range. The explained sensor may have no longer been responding to glucose changes. No further customer complications were reported. No product return is required for mmt-397a. Mmt-7040ma was requested and the customer response was the device will be returned. No product return is required for mmt-332a. Mmt-1884l was requested and the customer response was the device would be returned